Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report - description: stryker femoral component, cat #unk, lot #unk; description: stryker patella, cat #unk, lot #unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, the subject is enrolled in the (B)(4) study. The subject underwent a revision of their primary stryker knee system on (B)(6) 2012 due to septic failure of the knee and infection.